Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2017. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 17877063/17925245. Product family: scs-lead fixation upn: (B)(4), model: sc-4316, batch: 17248763/17549332.

Event description:
It was reported that the patient was experiencing inadequate stimulation. There was no device malfunction suspected. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices were kept by the medical facility. No further information has been obtained.